Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the scale markings on bd¿ veterinary insulin syringes were not accurate which could lead to volume inaccuracy. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: investigation summary: customer returned (1) loose 3/10cc, 12.7mm u40 insulin syringe. Customer states that the scale markings are not accurate. The returned syringe was tested using the plug gauge and all scale marking placements fell within specifications. No defects were observed on any of the scale markings. A review of the device history record was completed for batch # 7202612 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200697529] noted for missing scale lines. There were two (2) notifications [200701492, 200701268] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for scale marking defect on lot # 7202612. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.